Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 09/12/2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Event description:
On (B)(6) 2013, an abbott point of care (apoc) international customer reported act kaolin cartridges that yielded unexpected result on a patient. There was no other patient information, test time, sample types available at the time of the initial call. Time, method, result, sample, comment; 0827, I-stat, 175, na, (baseline); 0923, na, na, na, anticoagulated with 300 units of heparin per kilo; 0937, I-stat, 359, a; 0957, I-stat, 324, a; 0957, medtronic, 666, a, no heparin was added, medtronic result was trusted by physician; 1030, I-stat, 299, unk; 1030, hemocron, 617, unk; 1130, I-stat, 135, unk, surgery completed without complications. Based on the information available there were no injuries associated with this event. There is no reason to believe that a malfunction exists at this time. There is no adverse event based on new information received on (B)(4) 2013 where the customer reports that there was no additional heparin given to the patient, and no mention of bleeding complications. The correct product lot number was also updated to t13147 at this time.